Event description:
(B)(6), 2012: customer reports via phone that during a cystogram the fluoro failed. The physician was able to finish the procedure with the endoscopy camera. No patient injuries were reported.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.